Manufacturer narrative:
Evaluation summary: this is because the lens surface cannot be cleaned properly due to environmental factors, and the image is fogged.

Manufacturer narrative:
Import for export. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021 that occurred in (B)(6). The information provided indicated that there is a blurry image that was not resolved. It appears intermittently as a smudge that cannot be cleared with the water spray due to the air/water flow is not very strong. The issue was observed during use in the operating room. The issue was observed using pentax medical video colonoscope model ec34-i10nl, serial number (B)(4). The investigation is in-process.